Manufacturer narrative:
(B)(4). The device was returned for analysis and upon inspection the jaws were found to be in a yielded condition making the device non-functional. Possible causes for the condition found may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. It is known from the history of the device that the condition of the jaws may lead dropping/ejected clips. Due to the condition of the returned device it could not be determined what may have caused the reported event. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time.

Event description:
It was reported that before a laparoscopic cholecystectomy procedure, the clip was fed into the jaws sideways at the 1st firing and it ejected to outside the patient. After the incident occurred, the device was fired two times outside the patient and the clips were fed into the jaws sideways as well. The device was not used for the patient. Additional suture by hand for the choledoch without converting procedure was performed to complete the case.